Event description:
It was reported that pump experienced malfunction code 9, which caused customer¿s blood glucose to rise and display as ¿high,¿ although specific value was not known. There was no additional information received regarding the outcome of the customer¿s blood glucose level. Customer initially had not taken steps to address high blood glucose and requested instructions for resetting pump, so technical support provided reset instructions and advised customer to call back during reset to confirm malfunction clearance. During follow-up, malfunction code did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code returned, and customer acknowledged and understood instructions.